Event description:
It was reported that a couple hours post procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) the patient was lying in bed and received an inappropriate shock. Upon device interrogation tachycardia therapies were turned off and the episode was reviewed. The electrogram (egm) showed oversensing and very small r waves compared to those seen at the implant. After discussion with the physician and technical services (ts) it was concluded that there was likely air present in the device pocket. The physician mentioned that likely too much hydrogen peroxide was used at implant before closing the wound and there was suspected air in the wound site as well as the device pocket. X-ray did not show any air or significant changes post shock therapy. The device was left off overnight and the patient returned to the hospital the next day to have the device be turned back on. Isometric maneuvers were performed, and no noise was seen. Automatic setup was done, and the device was programmed to the recommended primary sensing vector. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.